Event description:
Patient representative reported "benign breast tumor," "significant physical and mental stress associated with device recall, worry about the consequential or delayed damage, "numbness and feeling of tension in the breast," and "palpable and visible deformation." Patient representative also reported regular stabbing pain in the area of the tumor, backache and headaches which are not device related. Patient representative later reported pain, pressure feeling, general malaise (not device related), possible capsular contracture, baker grade unknown, and silicone leakage. This record relates to the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and capsular contracture, baker grade unknown.